Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 72 mg/dl. It was stated the customer had been working out and sweating, leading up to the alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.